Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubies failed with duplicate address detected due to liquid spill causing the row to not be detected on bus. A field service engineer replaced the row board inside the drawer and tested the repair using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies in drawer 3.1 failed and displayed a duplicate address detected error. However, there were no delays or adverse events or injuries reported based on this event.